Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to patient reports of pain on the implanted side. The device was explanted (B)(6), 2011. It was reported that explantation of the device did not resolve the symptom of pain. The patient was reimplanted with another device on (B)(6), 2011.